Event description:
It was reported that the pt experienced a one-time shocking/jolting sensation when he stood up from his bed. Since, he had not received any further shocks and was getting good stimulation and relief from the device. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).